Event description:
Boston scientific received information that this atrial lead was exhibiting noise. Additionally, when the atrial noise was observed, there was some noise on the right ventricular (rv) channel with a couple of stored non-sustained episodes. The caller was inquiring if the atrial lead could have possibly dislodged and was making contact with the rv lead. An x-ray was performed which confirmed the atrial lead had dislodged. The device was programmed to vvi 40 ppm. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.